Manufacturer narrative:
Product event summary: the balloon catheter, afapro28 with lot number 80352, was returned and analyzed. Visual inspection of the balloon catheter showed traces of blood within the inner balloon. Smart chip verification showed that the catheter had been used for 18 applications on the date of the event. The catheter passed the performance test and the electrical integrity as per specification; also, the impedance was within specification. The catheter passed the electrical continuity test. Pin-to-pin impedance measurement did not show any fluctuation. Furthermore, the catheter failed pressure test. The pressure test showed a leak through the guide wire lumen. Dissection showed a guide wire lumen breach at 1.18 inches proximal from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.